Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the missing piece from the lead was removed from the patients body and was thrown away.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (B)(4) device evaluation indicated that the complaint of burning and pain at generator site was not confirmed. Upon receipt the device wouldn't communicate. The device could not be charged nor linked to a test remote control even after several charging attempts. Residual gas analysis verified no loss of electric current as a result of faulty insulation. However, the device was cut open and the internal inspection revealed excessive sleep current leakage. A hot spot was observed on the component 31.4°c). The impedance between vh and ground was low. These are the typical symptoms of the asic damage due to exposure to high-voltage transients, causing internal shorts in the component. Since no evidence of electrocautery use has been reported, the source of the damage couldn't be determined. Sc-8336-50 (B)(4) device evaluation indicated that the paddle lead was cut approximately 9cm from tip of the paddle and tails are missing. Damage to the device was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.